Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that buttons on insulin pump were dented. Customer reported that due to dexterity issues, buttons were difficult to press. Customer was advised that pressing buttons with finger nails was causing buttons to be dented. Could not continue educating customer as call was lost.